Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR)- the product code 82-3162 with lot 4959988, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, a needle hole in the needle chamber was noted. The position of the cam when valve was received was 80mmh2o. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted via ventriculoperitoneal (v-p) shunt on (B)(6) 2022 with unknown setting. On (B)(6) 2022, an attempt was made to change the set pressure from 70 to 50mmh2o, but it was not possible, and it could not be changed even with neodymium. The patient was well and was followed up. On (B)(6) 2023, shunt angiography was performed, and the flow was confirmed on both the ventricular and abdominal sides, however, improvement in the ventricle was not observed. Due to suspicion of valve obstruction, the valve was removed and replaced on (B)(6) 2023. According to the physician's comment, when the catheter on the ventricular side was pulled out, cerebrospinal fluid came out of the ventricular catheter, so obstruction at the valve was suspected. The patient recovered.